Event description:
Customer received erroneous hcg results for two patient samples. First patient (patient 1) sample result was questioned by the doctor's office because the result was 1.03 miu per ml and flagged as above measuring range on a patient that is pregnant. Patient 1 with following results (all units miu per ml): initial result 1.03 using primary tube; first repeat greater than 10000, using primary tube. The sample was diluted and retested, giving result of 53511. Repeat testing was performed on the sample on (B) (6) 2009 and gave result of greater than 10000 when using the primary tube; and upon dilution of primary tube, gave result of 55397. Neither patient was adversely affected due to the discrepant hcg results.

Event description:
Customer received erroneous hcg results for two patient samples. Patient 2 with following results (all units miu per ml and all using primary tube): initial result for the sample was greater than 10000. The sample was repeated and gave result of 77089. On (B) (6) 2009, the sample was retested, giving result of greater than 10000. The sample was then diluted and tested twice, giving results of 71.09 and 76434. Erroneous results for patient 2 were not reported. Neither patient was adversely affected due to the discrepant hcg results.

Manufacturer narrative:
The field service representative determined a faulty measuring cell and tubing to be the cause and replaced the measuring cell and sipper tubing. To verify analyser operation, he observed proper results during am/tsh test, calibration, quality control and patient correlation.

Manufacturer narrative:
The field service representative determined a faulty measuring cell and tubing to be the cause and replaced the measuring cell and sipper tubing. To verify analyzer operation, he observed proper results during am/tsh test, calibration, quality control and patient correlation.